Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
The event was reported in a journal article. It was reported there that the patient was implanted an unknown anatomical shoulder component on an unknown date and experienced dislocation one month after index surgery. The dislocation was reduced under general anesthesia. The patient was revised later on with removal of prosthesis due to instability. Note: since the occurrence date is unknown, date of event was left empty. Journal article: "reverse total shoulder arthroplasty for failed open reduction and internal fixation of fractures of the proximal humerus", f. Grubhofer, k. Wieser, d.c. Meyer, s. Catanzaro, k. Schurholz, c. Gerber. J shoulder elbow surg. 2016 aug 9.

Manufacturer narrative:
Additional information was received on october 6, 2016. The device has not been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The event was reported in a journal article. It was reported there that the patient was implanted inverse anatomical shoulder system on the right shoulder on (B)(6) 2009 and experienced a dislocation of the prosthesis during physiotherapistic exercise in rehabilitation clinic and underwent thereof on (B)(6) 2009 repositioning of the prosthesis in full anesthesia. Journal article: "reverse total shoulder arthroplasty for failed open reduction and internal fixation of fractures of the proximal humerus", f. Grubhofer, k. Wieser, d.c. Meyer, s. Catanzaro, k. Schürholz, c. Gerber. J shoulder elbow surg. 2016 aug 9.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: in article it is mentioned that a (B)(6) female who experienced dislocation one month after index surgery which was reduced under general anesthesia. The additional information received, report implantation date(B)(6) 2009 and that the dislocation occurred during exercise in physiotherapy. The surgeon assures that all complications were not related to the implanted products. The patient underwent closed reduction on (B)(6) 2009. Review of received data: 2 pictures of scanned x-rays were received for review. One is the postoperative x-ray and in one x-ray the shoulder joint is dislocated. Nothing conspicuous. The surgical report of implantation dated sep 24, 2009 was received for review. Nothing conspicuous. No product was returned to zimmer biomet for in-depth analysis as the patient was not revised. Root cause analysis it is reported that a (B)(6) female experienced dislocation during exercise in physiotherapy. The surgeon assures that all complications were not related to the implanted products. The review of the available documentation did not show any conspicuousness. Adherence to rehabilitation protocol is unknown and this could be a possible factor which could contribute to the reported issue. Conclusion summary: the review of the available documentation did not show any conspicuousness and the surgeon assures that all complications were not related to the implanted products. Adherence to rehabilitation protocol is unknown and this could be a possible factor which could contribute to the reported issue. With the information at hand, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).